Event description:
(B)(4). Event occurred in the united states. It was reported that the patient woke up with high blood glucose level and noticed that the tubing had detached at the site connector while sleeping. The site location was patient's right arm. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was stress or pull on the tubing and the pump might have been dropped with the set connected to the patient's body. No further information available.